Manufacturer narrative:
The evaluation of the event is ongoing. Should additional relevant information become available, a supplemental report will be submitted. The event date was reported as the publication date of the literature.

Event description:
Olympus reviewed literature titled "single-session impact of high-power laser with moses technology for lower pole stones in retrograde intrarenal surgery: retrospective study." This study aimed to evaluate the efficacy of a high-power holmium laser with moses technology (mt) for the treatment of lower pole stones during retrograde intrarenal surgery. (Rirs). Herein, 305 patients with lower pole stones who underwent rirs using a high-power holmium laser with mt were retrospectively classified into the stone-free (sf) and non-sf groups. We measured the stone burden, stone volume, stone hardness, pre- or post-operative stent placement, infundibulopelvic angle (ipa), infundibular width (iw), infundibular length (il), and calyceal pelvic height in terms of pelvicalyceal anatomy using retrograde pyelograms and evaluated the predictive factors of postoperative sf. A total of 173 (56.7%) and 229 (75.1%) patients achieved a sf status on postoperative day one and at one month, respectively. Operation time in the sf group was shorter than that in the non-sf group (51.0 vs. 74.5 min). There were no significant differences in postoperative complications between the sf and non-sf groups. Significantly predictive risk factors in postoperative sf included total stone volume (odds ratio (or), 1.056; 95% ci, 1.015¿1.099; p = 0.007), ipa (or, 0.970; 95% ci, 0.956¿0.993; p = 0.009), and iw (or, 0.295; 95% ci, 0.121¿0.718; p = 0.007). The cut-off values of stone volume, ipa, and iw were 515.2 mm3, 46.8_, and 7.75 mm, respectively. Type of adverse events/number of patients emergency visit n = 1 one patient sought care at the emergency room. Details of the treatment were not provided. However, it was noted that it met clavien dindo scale iiia criteria, which is defined as requiring surgical, endoscopic or radiological intervention without general anesthesia.

Event description:
Additional information inadvertently left out: ureteral injury n= 12. Fever (>38) n= 18.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and to provide correction to the initial with information inadvertently left out (b5 and h6). The device history record was unable to be reviewed for this device since the serial and/or lot number was not provided. However, olympus only releases products to market that meet all manufacturing specifications and final product release criteria. Based on the results of the investigation, it is likely that the reported event is an accident, or a complication associated with a procedure using the subject device. There was no complaint reported on the subject device. There is no evidence of an olympus device malfunction. Therefore, the root cause cannot be determined. Olympus will continue to monitor field performance for this device.